Event description:
When physician injected the coaptite implant through patient's urethra, the coaptite needle bent; only 0.3 ml of the coaptite injection was delivered. There was a one hour delay waiting for new equipment and then the physician resumed and completed the procedure.